Manufacturer narrative:
Analysis was performed onsite service personnel which included log file review. Service personnel visited the customer site to investigate the issue. A review of the device alarm logs was conducted; however, due to the high volume of recorded alarms and the customer's inability to definitively identify the specific alarm event in question, the reported issue could not be directly confirmed. Discussions were held with the head nurse, who was not directly involved in the incident. Based on this discussion, it was determined that the perceived missing alarm may have been an alarm reminder rather than an initial alarm condition, and may have been misunderstood as an alarm that had not been muted. Service personnel provided clarification on alarm behavior, including latch functionality and alarm reminders. Based on the available evidence, it is likely that the alarm system functioned as designed and that the incident may have resulted from user misinterpretation of alarm signals. As a precautionary measure, the device software was reinstalled. No further reports of recurrence have been received.

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that the yellow alarm for the lower limit of spo2 did not sound, while a subsequent red alarm did activate, indicating the value had deviated beyond the configured lower limit. The event was reported to have occurred at approximately 1:00 am on (B)(6), 2026, with a second similar occurrence later that night, though the exact time of the second event is unknown. The attending nurse stated that the alarm was not noticed; however, no clinical intervention was required and no patient harm or adverse outcome occurred.